Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform meter has blackened connector pins (pins 2, 4, and 12). Caller states the meter is cleaned with a hydrogen peroxide wipe. No adverse event reported. Requested return of suspect device and replacement was sent.